Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, an unknown number biopsy samples were able to be acquired. However, when the needle was advanced forward, it exited out from the side of the catheter inside the scope. The procedure was then stopped. Although it was indicated the procedure was not completed due to this event, there were no patient complications reported as a result of this event. The excelon transbronchial aspiration needle was used past the expiration date. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - (needle through catheter). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).